Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, functional testing was performed and revealed that the housing was damaged and the lid was loose. This was attributed to normal wear. The device was repaired and returned to customer on (B)(6) 2012. Placeholder.

Event description:
Customer reported, "after pressing the saw stops." This is report 1 of 1 for complaint # (B)(4).